Event description:
Infection of patient, poly swap of duracon knee cs insert implant.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned.